Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer had initially reported an issue with freestyle lancing device and stated "the lancing device falls apart". On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement of lancing device and was unable to test and therefore experienced a medical event. On (B)(6) 2019, customer experienced dizziness, balance issues, and difficulty sleeping and subsequently lost consciousness. Emergency services were called and the customer was rushed to the hospital where she was found to have an erratic heart rate and a blood glucose of 30 mg/dl was obtained on the hospital meter. The customer was diagnosed with hypoglycemia and "erratic heart rate" and was hospitalized and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lancing device, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. Section labeled for single use was incorrectly documented in the initial MDR 30 day report.

Event description:
On (B)(6)2019, customer had initially reported an issue with freestyle lancing device and stated "the lancing device falls apart". On (B)(6)2019, customer reported that due to a delivery issue involving the replacement of lancing device and was unable to test and therefore experienced a medical event. On (B)(6)2019, customer experienced dizziness, balance issues, and difficulty sleeping and subsequently lost consciousness. Emergency services were called and the customer was rushed to the hospital where she was found to have an erratic heart rate and a blood glucose of 30 mg/dl was obtained on the hospital meter. The customer was diagnosed with hypoglycemia and "erratic heart rate" and was hospitalized and received unspecified treatment. There was no report of death or permanent injury associated with this event.